Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and after the reset, the malfunction code did not recur, allowing the customer to continue using the pump. No additional issues were reported, and the customer was advised to contact technical support if the malfunction recurs.